Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of over 600 mg/dl and a manual injection was used to correct. A supply change was performed resolving the occlusion.